Manufacturer narrative:
2000e (B)(4). 510k this is an international code- the model#/ catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product. (B)(4). Investigation summary: a 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19075411. Further information provided by the customer indicates that the occlusion was observed during use on a patient. Root cause analysis: here¿s the DHR for the affected lot number: pr: (B)(4) , lot: 19075411 , model: 2000e (bn)(4) , qty: (B)(4) , qn/deviation: none , mfg date: 4-jul-2019 . Investigation conclusion: a 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19075411. Further information from the customer confirmed one of the connecting products was a jiangsu suyun infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075411 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that the ll vlv adpt (stand alone) didn't drip medication when the infusion set was connected, and the channel was found to be blocked. The following information was provided by the initial reporter: "the nurse connected smartsite with the indwelling needle in the process of intravenous infusion, the drug didn¿t drip when the infusion set was connected, the channel was blocked, the new connector was used and it was normal now." "Please confirm make and model of the connecting product. The connecting product were jiangsu suyun infusion set and bd pegasus 24g indwelling needle. How long into the infusion was the occlusion noticed? The occlusion was noticed when the infusion set connected to the smarsite."